Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log files showed that the x-ray pc failed and lost connection to the system. The fse replaced the x-ray pc, reinstalled the software, restored the backup and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system was not booting up. The device was inside of clinical use at the time of the reported event. Reboot did not resolve the issue. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that flexvision was not booting to application. The fse replaced the x-ray pc, reinstalled the software and restored the backup which resolved the issue, and the device was returned to use in good working order.